Event description:
Pt was implanted with vagus nerve stimulator. He had bacterial spinal meningitis as an infant. The first bad seizure three years prior, then 2 bad ones the next year, the dr called status epilepitus. He was taking multiple medications to treat the seizures. The next year he had on average one seizure a month lasting 5 to 15 minutes long. Pediatric neurologist at the time highly recommended vns implantation. Rptr trusted her judgement completely, and without access to the internet at the time to really research they took drs' advice. What a mistake after the vns, he had 3 prolonged seizures lasting up to 2 hrs. Requiring med flight at hospital admission, he needed a ventilator to breath for him, rptr almost lost him each time. Also seizures increased in frequency to 2 a month. It continued 2 a month all of next year with one prolonged seizure just as descrived above. Twenty five seizures for next year - all controlled at home. In 2004 rptr noticed they didn't hear the vibration in his voice that was a very noticeable side effect of vns therapy. Rptr took him to his dr. She checked the vns and said his vocal cords had adjusted to stimulation. At least rptr thought she was checking it, she placed the wand over the stimulator, and rptr now knows that only tells the dr the vns current settings and not if its actually working. But at the time rptr believed his dr. Two mos later he had another prolonged, bad seizure requiring med flight and a hosp stay. Also each prolonged seizure is life threatening, and cause cognitive setbacks after this episode. His seizures lessened, next mild one, 4 mos later, 2 mos later-5 mins, another mos later-5 mins, three month later-5 mins, and the last one being 2 months later - seizure free for almost 8 months-during routine CT scan and x-rays the radiologist found lead wire of vns disconnected. So he advises rptr to see his neurologist-and rptr has a new dr-immediately. New dr does thorough testing of the vns and agrees that the stimulator was on but lead wires were disconnected. The sudden change probably caused the bad episode. But since then he has been better. Rptr's point is the vns was improperly placed in the pt as it hasn't been approved for children under 12. It caused his seizures to be much worse and it has malfunctioned, with the lead wires being disconnected. The vns therapy has been a nightmare. He has an appt. With the neurosurgeon to discuss surgery. To remove it, it's so obvious that he's better without it, but it's hard to know that such a device should have never been implanted in the first place, and it caused the frequency of the seizures to double almost taking their little boy's life. Rptr thinks the vns should be taken off the market. There's too many unanswered questions.